Event description:
It was reported that during implant procedure of this lead, it exhibited abnormal impedance measurements. It was decided to remove this lead prior to pocket closure and replace it with a new one, which showed in-range impedance parameters. No adverse patient effects were reported. The lead is expected to be returned for analysis.

Event description:
It was reported that during implant procedure of this lead, it exhibited abnormal impedance measurements. It was decided to remove this lead prior to pocket closure and replace it with a new one, which showed in-range impedance parameters. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. However, cuts in the lead insulation near the tip were observed, causing the outer insulation integrity test to fail. The cuts in the insulation are likely due to surgery-related damage and is not considered abnormal. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of pacing impedance high out of range.